Event description:
It was reported that the device was explanted due to eri status. Please note this ICD is affected by a field safety corrective action, bio-lqc, initiated in march 2021.

Manufacturer narrative:
Update received: please note this event was inadvertently sent with wrong country of occurrence. This case will be closed and a new case will be opened for the serial number with correct country of occurrence.